Event description:
Doctor reported via our sales rep, that a male pt underwent a revision surgery, due to the nail fracturing 3 1/2 months post op.

Manufacturer narrative:
Additional info has been requested, and if received, it will be reported on a supplemental report.